Event description:
The patient was reportedly treated for an infection. The infection was treated with oral antibiotics (type unknown). The patient continued to be monitored by the center. The surgeon has decided to explant the patient's device. The patient's device was explanted.